Event description:
Patient presented with aortic neck seal zone measuring 3.5cm; in 2008, patient had successful implant of a neck 28-16-140bl bifurcated device. Although, 1.5cm of neck was uncovered, the physician did not place a cuff, as there was no endoleak observed and good seal. Follow up CT revealed an endoleak with no increase in sac diameter; undetermined if it was a type I or type ii. In 2009, the patient was brought back to treat the endoleak. Initial angiogram did not reveal any type I endoleak. A 28-28-95rl suprarenal proximal extension was placed with good results. Upon final angiogram, it appeared to be a late filling type ii endoleak. Patient is dong well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to event.